Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors leaked before patient use. The leaks were noted while still in the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 7, 2023 - september 8, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.